Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has effective stimulation coverage. However, he desires to have an additional lead implanted to more effectively cover his right foot pain. It was also reported the pt turns up his stimulation to cover more areas of pain; however, the stimulation is uncomfortable to the pt. The pt will consult with the physician regarding surgical intervention as the next course of action.